Event description:
It was reported that the ventilator generated technical error codes indicating a power error and an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error and an open safety valve. The ventilator was investigated by our field service engineer on site and the main back plane, expiratory channel and plug and play back plane printed circuit board (pcb's) was determined defective and replaced which solved the issue. No log files have been provided and the main back plane, expiratory channel and plug and play back plane (pcb's) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.